Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the load cell characterization check and the archive data review. The root cause of the reported complaint was the failure of the load cell. The archive data review indicated multiple ua07 errors around the reported event date, confirming the reported complaint. The autopulse platform passed the preliminary functional testing. However, the load cell characterization check revealed a failed load cell, which needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.